Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 11.9-14.6cm from the electrode tip. External insulation abrasion was found at 8.0-8.1cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at these locations.